Manufacturer narrative:
(B)(4).    Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and the electrode was used. During use, the tip of the handle broke in the cavity. Soon after, it was remove it. There was no harm to the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/14/2021. Additional b5 narrative: it was reported that a patient underwent a hysteroscopy on (B)(6) 2021 and the electrode was used. During use, the tip of the handle broke in the cavity. Soon after, it was remove it. There was no harm to the patient. There were no adverse patient consequences reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances related to the reported complaint condition were identified. Product release date: february 2020. Product expiry date: december 2024. H3 evaluation: a visual inspection was conducted. The device was not returned in its original packaging. The active ring of the device was missing from the distal end of the electrode. The missing section of the active ring was not returned with the electrode. The remainder of the electrode show no signs of damage. No connector cable has been returned with the electrode. No electrical or functional testing will be conducted due to the condition of the device. Closer visual examination will only be conducted. All fracture faces show evidence of a brittle failure, also there are no signs of an obvious reduction on cross sectional area, indicating a non-mechanical failure mode. It is also worth noting that the fracture surfaces may have been compromised somewhat as activation may have occurred after the actual failure causing the fracture surface to be altered somewhat. The active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement.